Event description:
The customer reported that the housing on their pump in style transformer fell apart exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer indicated that the housing for their transformer was damaged exposing underlying electronics. The customer also stated that they had shipped the product back to us. As of to date of this report medela did not have the product. An should the original product be rec'd, resulting in new, changed or corrected info, a report will be filled at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping.